Event description:
It was reported the insufflation unit had a high-pressure alarm, and then the screen turned black, and the alarm sounded. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the front panel turning off and the alarm generated was likely due to a faulty printed circuit board, and the cause of overpressure could be specified. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing for a therapeutic laparoscopy procedure that was completed using a similar device. Also, it was found that there was a delay of five minutes.